Event description:
It was reported while using the panel phoenix nmic ID- 476 a patient isolate (escherichia coli) was misidentified as klebsiella pneumoniae. The user verified the final result using a filmarray sepsis molecular panel. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli as klebsiella pneumoniae when using phoenix panel nmic/ID-476 (catalog number 449511) batch number 5070760. The customer returned phoenix generated lab reports for the investigation. The lab reports show identifications of k. Pneumoniae when using the complaint batch. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house and qc isolates e. Coli a25922, e. Coli 18187 and e. Coli 11421 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is unable to be confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic ID- 476 a patient isolate (escherichia coli) was misidentified as klebsiella pneumoniae. The user verified the final result using a filmarray sepsis molecular panel. No health impact or consequence reported.

Manufacturer narrative:
B1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.